Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed "check IV set" message. Upon review of the error logs, 240.4150 error code was identified. The top pressure sensor was replaced with a new one and the unit passed preventive maintenance using asm software. All tests passed and the unit was returned to service. There was no patient involvement. Although requested, no further information was made available to date.